Event description:
It was reported that during a liver transplant procedure the stapler had been fired 4 times without incident. On the last firing it was noted that the staple line was not complete and there appeared to be staples "missing". Anastomosis was completed by suture. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. The analysis results showed that the device arrived in good visual condition and with no reload present. In addition five cartridges were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.